Manufacturer narrative:
There was no donor involved in the incident. On (B)(6) 2020 the integrated circuit was received by haemonetics for evaluation, based on visual inspection the pins on the j20 connector was burnt.

Event description:
On (B)(6) 2020 haemonetics was notified of a burnt smell and burnt marks on the integrated circuit of an nexsys pcs system.